Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving prialt/ziconotide (25mcg/ml, 2mcg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient took a fall and a few days later she had fluid around the pump and in the catheter incision site. X-ray showed that the catheter was still at t10. The healthcare provider (hcp) opened catheter site and decided that so much cerebrospinal fluid (csf) was leaking that the catheter and pump needed to be removed. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a representative. It was reported that they determined the leak was from the fall and not from the pump, the pump was working perfectly but the doctor wanted to remove it to make sure leak is taken care of before re-implanting in the future. No further complication was reported.